Manufacturer narrative:
The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The doctor from department of ultrasound, (B)(6) hospital, performed a biopsy on a (B)(6) woman at about 4:00 p.m. (B)(6). The first puncture, the sample was successfully obtained. The second time, the tru-core¿ ii automatic biopsy instrument automatically fired without slide stylet knob (2) forward, and no specimen in the needle. So, the doctor checked the instrument without sterilizing it, unfortunately the instrument automatically fired again and the needle penetrated right middle finger 3mm. Because the patient was terribly weak, the doctor changed a new tru-core¿ ii automatic biopsy instrument to sample, with no time to deal with her finger wound. Ten minutes later, the new device obtained the specimen, and the doctor dealt with his wound following the standard procedure. Even more unfortunately, the woman was diagnosed oophoroma, later. The doctor and his team leader were worried about the implantation metastasis.

Manufacturer narrative:
A review of the device history records (dhrs) for the assembly and packaging of the impacted lots was conducted, and there were no similar issues noted. Evaluation of the returned sample confirmed that the device fired automatically without having to slide forward the second stylet knob. The root cause of the firing issues is loss of contact between two components (the j hook surface of the sleeve and goose neck surface of the housing) inside the tru-core housing. Corrective actions are currently being evaluated. One of the corrective actions being considered is adding material inside the stage bar hooks to increase stiffness to ensure that the tabs stay locked. Another corrective action being considered is to minimize the lip and angular wall on the cannula hub to reduce resistance of needle the assembly.